Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had difficulty being placed. The lead exhibited high thresholds a few days post implant. A lead revision was successful as the lead was moved to another position and tested. The lead remains in use. No patient complications have been reported as a result of this event.